Manufacturer narrative:
Additional information was added to h4 and h6. H4: the potential lot # 60228297 was manufactured from february 25, 2020 -february 26, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: a potential lot number of 60228297 was reported. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location; further described as ¿leaking while in the overwrap¿. This was identified during preparation after filling the bag and prior to use. There was no patient involvement. No additional information is available.